Event description:
It was reported that the foley catheter was found to have formed a knot when removed. The patient was a female. On (B)(6) 2024, the patient had an operation and on (B)(6) 2024, when the physician checked the patient, it was found that 500cc of urine had been retained in the bladder. Then they removed the catheter and found that the catheter had appeared to have formed a knot which was also confirmed during fluoroscopy before the operation ended on (B)(6) 2024. On visual inspection, it was confirmed that the tip of the catheter was tied. Per follow up information received via ibc on 30jan2024, fluoroscopy was used for surgery. Post-operative fluoroscopy was performed as part of the surgery, rather than fluoroscopy to confirm the knot. There was damage to the urethra due to the forced removal of the knotted catheter. They forcibly removed it despite some resistance, but they have not heard of any repercussions after that.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 silicone foley catheter with knot present on shaft. Also received 2 photo samples. First photo sample shows overview of catheter. Second photo sample zooms in on knot present on catheter. Therefore, product does not meet specifications which states "tips to be straight relative to shaft. Transition between the shaft and tip must be smooth; ridges, lines or gouges not permitted." Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect material formulation. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]: 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications]: 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: patients with known allergy to silver coated catheter [shape, configuration and principles] bard® silver lubri-sil® foley tray consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls, vinyl gloves and statlock® foley. Some catheter types of the device may have a temperature sensor for measuring patient¿s core body temperature and there are several types of closed drainage bags. The bag and statlock® foley included in the tray will depend on the product. The surfaces of the catheter are coated with a minute amount of metallic silver. [Precautions]: 1. Precautions for use (exercise caution when using the device in the following patients). 1) exercise caution when using the device in patients with high urinary calcium levels. As encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions 1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. 2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. 3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. 3. Malfunction and adverse events: 1) malfunction: catheter kinking, damage, rupture. Difficulty or failure to remove the device. Occlusion of catheter inner lumens. Encrustation. Accidental removal of the device due to leakage of sterile water or balloon rupture device damage due to inappropriate use. Failure to measure temperature. Improper temperature indication. 2) adverse events: urinary-tract infection. Hemorrhage, hematuria. Allergy reaction to the device. Calculus formation. Edema. Pain. Discomfort. Injury of bladder or urethral. Urethritis, urinary incontinence. Retained balloon fragments. [Storage method and expiration date]: 1. Storage: store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date: indicated on the direct package and the outer box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was found to have formed a knot when removed. The patient was a female. On (B)(6) 2024, the patient had an operation and on (B)(6) 2024, when the physician checked the patient, it was found that 500cc of urine had been retained in the bladder. Then they removed the catheter and found that the catheter had appeared to have formed a knot which was also confirmed during fluoroscopy before the operation ended on (B)(6) 2024. On visual inspection, it was confirmed that the tip of the catheter was tied. Per follow up information received via ibc on 30jan2024, fluoroscopy was used for surgery. Post-operative fluoroscopy was performed as part of the surgery, rather than fluoroscopy to confirm the knot. There was damage to the urethra due to the forced removal of the knotted catheter. They forcibly removed it despite some resistance, but they have not heard of any repercussions after that.